Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified oil present, tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that air ingress (microbubbles) was noted when the negative pressure was applied using a syringe. Continuous microbubbles were drawn during aspiration. There was blood leakage from the valve while the farawave was inserted into the faradrive. Farawave, cs (10-pole) were inside the sheath when air was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a starter guidewire and farawave catheter were inside the sheath prior to, and or at the time, the air was observed. Infusion pump, 20ml/hr was used for the irrigation of sheath. The bubbles were observed inside the syringe and the microbubbles disappeared. The guidewire was in the proper position, fully exposed from the tip. The leak was no more than 5 cc, as it was only dripping. The fluid was leaking from the handle end. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that air ingress (microbubbles) was noted when the negative pressure was applied using a syringe. Continuous microbubbles were drawn during aspiration. There was blood leakage from the valve while the farawave was inserted into the faradrive. Farawave, cs (10-pole) were inside the sheath when air was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a starter guidewire and farawave catheter were inside the sheath prior to, and or at the time, the air was observed. Infusion pump, 20ml/hr was used for the irrigation of sheath. The bubbles were observed inside the syringe and the microbubbles disappeared. The guidewire was in the proper position, fully exposed from the tip. The leak was no more than 5 cc, as it was only dripping. The fluid was leaking from the handle end. No other issue has been reported.